Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05698. It was reported the pt's permanent scs system was not as effective as the trial system. Reprogramming attempts did not resolve the issue. As a result, the pt's scs system was explanted. On (B)(6) 2012, sjm was made aware of the explant.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.